Event description:
It was reported that following an implantable pulse generator (ipg) upgrade procedure, high impedances were noted on the paddle lead. The physician decided to explant the paddle lead, and the explanted device will not be returned due to facility policies. The patient was doing well postoperatively.